Event description:
The customer reported to vyaire medical device will not build pressure during use on a patient on the 3100 a ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: vyaire field service representative went onsite to evaluate the device. Technician found delta/p knob was loose .technician adjusted and also did a dynamic displacement indicator board calibration and meets all factory specifications. ". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.